Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device is not detecting when the therapy cable or hard paddles are connected. As a result, defibrillation therapy may be delayed or not available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported boot issue could not be determined.

Event description:
The customer contacted physio-control to report that the device is not detecting when the therapy cable or hard paddles are connected. As a result, defibrillation therapy may be delayed or not available, if it was needed. There was no patient use associated with the reported event.